Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
The small active frame was returned to the manufacturer for analysis. Analysis found that when connected to a known good system the frame returned good geometry and divot error readings. No fault found.

Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a cervical spine procedure. It was reported that there was imprecision of 5mm on the insertion path. Registration was attempted again with no resolution. The manufacturing representative (rep) was on site and they noted that the divot of the frame as loosened from the frame. It was approximately .1mm to .2mm. It was also noted that the surgeon did not re-register one of the instruments as they thought it was registered, which may have contributed to the issue. There was no reported impact on patient outcome. There was no reported delay to the procedure due to this issue. No further information was provided.